Event description:
It was reported that during a case, after the pt was intubated, the dr noted that the pt was difficult to ventilate. The dr assumed the pt was the likely cause for resultant difficulty in ventilating and assumed it to be related to a broncho-spasm or an obstruction. The case was canceled and the pt was sent for eval for suspected symptoms. The pt was reported fine. The procedure was performed the following day. Second case, the dr noted the same occurrence. The pt was switched to and ventilated with an ambu bag until another anesthesia unit was made available. No pt injury.